Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿this is the second type of filter we have had cracks in. Our original trifurcates with a filter were cracking and we changed to a trifurcate with a separate filter and those are cracking too. The crack in both options occurred in the center of the filter. Drops of fluid were seen in the center of the filters with no obvious crack. All connections on both options were tightened and secure upon assessment. " the customer later reported that the patient required additional lab work and blood cultures were drawn daily with a prophylactic antibiotic dose given.